Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), post tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 ultra resilia (s3ur) valve in a pre-existing non-edwards valve, the valve failed due to a paravalvular leak (pvl). The patient underwent a successful valve-in-valve procedure with a 26mm s3ur valve which was deployed higher to seal the pvl.